Event description:
A hospital in (B)(6) reported that the tip of the screwdriver broke off as the surgeon was inserting a screw. The fragments were removed from the patient.

Manufacturer narrative:
This device is used for treatment not diagnosis. The examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard for stainless steel 1.4123. Unfortunately, we are not able to determine the exact cause which has lead to this breakage. Nevertheless we do suppose that far too much mechanical force, during tightening, has been applied and resulted in the breakage of the tip. The fracture face is homogenous which indicates material conformity. No product fault could be detected.